Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 66 (mg/dl) on (B)(6) 2016 and 70 (mg/dl) on (B)(6) 2016. The customer consumed juice to treat bg level. Per health care provider's (hcp) recommendation, the customer called for assistance adding a new carbohydrate ratio to the customer's profile settings. Tandem technical support assisted the customer with the requested changes to the settings.